Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
After the 2nd puncture, it was impossible to make a 3rd puncture, the tip of the needle was broken. The physician saw the tip of the needed into the stomach. He changed the echo-endoscope for a gastroscope in order to retrieve the tip of the needle but they never saw it again. They stopped the procedure at that stage. A scan was organized straight away, pending rep to receive the result of the scan. Device available for investigation. Customer will send a formal declaration. "As per cc form": a first trans duodenal puncture was successfully performed. A second one have been done transbulbar with success to. I specify that the tumor was very hard . When the doctor made the third one in trans duodenal position, she was unable to make the puncture and was ejected from duodenum and she ended up in the stomach. She took out the needle and didn't see the tip. When she moved the echoendoscope in the stomach, she saw a metal tip and remove the scope and needle because she understood it might be the tip of the needle broken. She choose a new scope : gastroscope in order to remove the tip easily but she never could see it again and decided to end the procedure with a scan control right after the procedure. I precise that the doctor was not too much worried about it and think that the tip will goes out easily without damages. They used a swab in both endoscopes to verify it the tip was not in the working channel without success. They also filtered the liquid and blood from suction but the tip was not found. Both endoscopes are fine and was checked after and also erector and all is ok. The doctor think it was because of the tumor very hard. She never had this problem before . They use the procore 20g for many year now. I was in the operating room and took picture of the needle. Rep update 23/07/2022: after scan, they haven¿t seen the tip of the needle. The patient is fine and came back home the next day! A section of the device did remain inside the patient¿s body. The tip of the needle was broken. The doctor saw it in the stomach and used a gastroscope to catch it but she never could see it again and let it in the body and ask for a scan right after. I wait for doctor's news. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. For the moment, I have no bad news about the tip of the needle that should goes out normally. Wait for more information's from the physician. 1. Are images of the device or procedure available? Yes. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink) no. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located. 6. Was gaining access to the target site difficult? No, only the tumor very hard. 7. Was the device used in a tortuous position? No; trans duodenal and trans bulbar position. 8. Was puncture of the target site difficult? Yes. 9. Please describe the anatomical location of the intended target site : pancreas a. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? Because the physician couldn¿t find the needle tip, she stopped the procedure and ask for a scan. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? Not yet. 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day: no information by now. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.) ? No. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? Echoendoscope olympus uct180 and gastroscope olympus gif-h190. 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? No. 23. When was the issued with the product noted? On advancement of the needle for a 3rd puncture. 24. Was the syringe used during the procedure, after the stylet was removed? Yes, 25. Was difficulty experienced while retracting the needle? No. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes a bit but not too much. Puncture in the transbulbar and transduodenal position. 28. Was the stylet partially removed when advancing the needle into the target site? No. 29. How many samples were obtained (passes completed) with this needle? 2 passes 30. Did any section of the device detach inside the patient? Yes. If yes, please specify: needle tip; less than 1 cm. 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) # k142688. Device evaluation: 1 unit of lot c1931388 of echo-hd-3-20-c was not returned to cirl for evaluation. As a result, a document-based investigation was conducted. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1931388 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1931388. The notes section of the instructions for use (ifu0077-5), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for (ifu0077-5). Root cause review: a definitive root cause for the customer complaint could not be determined as the device was not returned. A possible root cause could be attributed to a hard lesion as indicated in the additional information that the tumor was very hard and difficulty was encountered in puncturing the target site. As a consequence, this could have contributed to the needle tip breaking. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip that remained in the patient wasn't observed after the scan. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 27-jan-2023.

Manufacturer narrative:
PMA/510(k) # k142688. Device evaluation: 1 unit of lot c1931388 of echo-hd-3-20-c was returned to cirl. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 08 mar 2023. Distal end of needle examined and distal break observed approx. 6.5cm from tip of sheath. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1931388 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1931388. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for. Root cause review: a definitive root cause for the customer complaint could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be attributed to a hard lesion as indicated in the additional information that the tumor was very hard and difficulty was encountered in puncturing the target site. As a consequence, this could have contributed to the needle tip breaking. Summary: complaint is confirmed based on customer testimony and verification in the lab. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle tip that remained in the patient wasn't observed after the scan. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the return of the device and completion of the lab evaluation on 08-mar-2023 and the completion of the investigation on 10-mar-23.